Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-08013. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat stress urinary incontinence. The patient underwent the concurrent procedure of a hysterectomy during mesh implantation. The patient reported pain, erosion, infection, urinary problems, bowel problems, recurrence, bleeding, dyspareunia, vaginal scarring and other as outcomes after mesh implantation. The patient underwent mesh excision on (B)(6) 2012 due to mesh erosion. (B)(4) this is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2013-00018 and 2210968-2012-08013. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-00018. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with bilateral salpingo-oophorectomy, cystoscopy and laparoscopic assisted vaginal hysterectomy due to stress urinary incontinence. The patient experienced pain, erosion, infection, urinary/bowel problems, recurrence, bleeding, dyspareunia and vaginal scarring. It was reported that the patient underwent mesh excision on (B)(6) 2012 due to mesh erosion.

Manufacturer narrative:
It was reported by an attorney that the patient underwent removal of granulation tissue with primary vaginal cuff closure on (B)(6) 2013 due to bleeding. This is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2013-00018 and 2210968-2015-01039. The same patient is represented in each medwatch.

Manufacturer narrative:
Correction: this is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-00018. The same patient is represented in each medwatch.